Event description:
It was reported when the device was used during an anterior resection, after the device was reloaded and fired, the staples did not form. The surgeon could not ascertain if the safety was disengaged. There was no pt consequence.